Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that a previously received report was referring to the same patient and event. It was reported that the patient received messages on the recharger application on a regular basis saying that it was using too much power. It was not possible to discard the messages or to close the recharger application, so the message stayed visible. The issue was not resolved as of (B)(6) 2020 and no surgical intervention occurred or was planned. Additional information was received from the manufacturer representative (rep). It was reported that the rep talked to this patient and that it seemed to be a very minor issue. It occurred just once, in the very beginning, only three days after the receipt of the device. The patient admitted that she was not good with technology and that it could have been her mistake. The issue never happened again. The serial number of the recharger was unknown. The exact text of the error message was "there is a mistake in the execution of the task, please try again". It was unknown what the cause of the error message was. It disappeared when switching off and on. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the impedance was not known. The patient had standard settings with a pulse width of 1.5ma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the therapy effectiveness drops in case when the ins battery level was 60% or less. The patient was recharging more often and makes sure that the battery level was above 60%, then the therapy remains effective. There were no external contributing factors. The solution was recharging more often, but it is a burden for the patient and did not seem right. Additional information was received reporting that the patient used the ins for retention. The retention has been over since using the ins except for one day on march 24th. The ins battery level was at 50-60% because the patient did not charge the ins for two weeks. The amplitude was at 1.5 ma. The cause was unknown. The patient was charging on a weekly basis and the situation did not occur anymore. It was noted that the patient charges in bed while laying on the charger due to a shoulder problem and this works well for them. The event was resolved. The patient was very happy with the device and it has changed their life. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.

Event description:
Additional information received reported this was noticed shortly after implant, no error screens were seen (no oor). The patient is currently charging 2 times per week to ensure ins battery does not drop beneath 60%. It was noted that the patient recently had shoulder surgery (not related to sns system) where she experienced retention again. The hcp hypothesized that both occurrences of reduced therapeutic effect were medication related after the surgery. Review of logs shows patient is charging 2 times per week indeed, no abnormalities observed. Impedances are within normal range and no power on resets (por). Device was functioning as intended.

Manufacturer narrative:
Concomitant medical producys: product ID wr9220, lot#/serial# unknown, product type recharger product ID wr9220, lot#/serial unknown, product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that the patient receives messages on the recharger application on a regular basis saying that it was using too much power. It was not possible to discard the messages or to close the recharger app, so the message stays visible. The issue was not resolved and no surgical intervention occurred or was planned. Additional information received reported that the manufacture representative talked to this specific patient and seemed to be a very minor issue. It occurred just once, in the very beginning, only three days after receipt of the device. The patient admitted that she was no good with technology and that it could have been her mistake. It never happened again.

Manufacturer narrative:
Concomitant medical products: product ID wr9220 serial# unknown product type recharger product ID wr9220 serial# unknown product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.